Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one filter storage tube, one pusher catheter and one pusher wire segment received for evaluation. During visual evaluation, the pusher wire was noted to be detached from the distal end of the pusher catheter. Skiving was noted throughout the filter storage tube. No filter was returned within the tube. No other anomalies were noted. Due to condition of sample returned, no functional testing was performed. Therefore, the investigation is confirmed for the identified detachment as the pusher wire was noted to be detached. However, the investigation is inconclusive for the reported difficult to advance and dislodged as no functional testing was performed due to condition of sample returned. A definitive root cause for the reported advancement difficulty, dislodged and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, there was resistance when advancing the sheath with the pusher. It was further reported that the pusher was pulled out, causing the filter to fall off the pusher. There was no reported patient injury.